Event description:
Attorney reported: two composix kugel implants, hernia recurrence, pain and possible kinked mesh ring of one of the two implanted meshes. Per medical records received: on (B)(6) 2004 - incisional hernia repair with composix kugel mesh. On (B)(6) 2005 - bulging on abdominal wall; no palpable sign of hernia, no discomfort. On (B)(6) 2005 - recurrent incisional hernia. On (B)(6) 2006 - recurrent hernia repair with composix kugel. Previous mesh was intact. Subsequent office visits, no infection, probable seroma around graft. On (B)(6) 2006 - pain and discomfort. Area medially where mesh could be felt, may be calcified or been displaced. On (B)(6) 2006 - office visit. Graft appeared to be bunched up. On (B)(6) 2007 - removal of ((B)(6) 2006) composix kugel mesh & placement of proceed mesh. Patch easily palpable through anterior abdominal wall; caused pain at place that had apparently kinked. On (B)(6) 2007 - office visit noted recurrent incisional hernia. On (B)(6) 2008 - incisional hernia repair with sepramesh ip implant to reinforce composix kugel in lower midline. Patch torn away from fascia medially. No sign of hernia surrounding it, three sides hernia repair was adequate & mesh in place. On (B)(6) 2008 - incision and drainage, irrigation, placement of jp drain over hernia patch, infected seroma around previously placed hernia patch. On (B)(6) 2008 - removal of prosthetic mesh, wound irrigation, alloderm. Culture negative.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The returned mesh is an oval composix kugel patch. The eptfe overlap had curled up toward the eptfe side of the patch and there was one area where the patch had a severe bend/kink in it. There was a substantial amount of tissue attached to/ingrown into the mesh side of the patch the eptfe side was covered with neoperitoneum and there was what appeared to be adipose tissue attached to the neoperitoneum. When manually examined there was no evidence of recoil ring ends protruding through either side of the patch or from the recoil ring pocket and the recoil ring appeared to be intact in the area of the sever bend/kink. The cause of the bend/kink in the recoil ring could not be determined. See MDR 1213643-2010-00426 for information related to the composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2010-00428 for information related to the sepramesh/ip implanted on (B)(6) 2008.